Event description:
Attorney alleges the patient underwent an implant procedure on or about (B)(6) 2010 that potentially involved a defective spinal cord stimulator. It was reported the provided treatment resulted in aggravation of the patient's existing injury. In addition, treatment was stated to have caused injury to the patient's muscles, tendons, ligaments, bony structures, nerve centers, and blood vessels. It was indicated that soft tissues were pulled, torn, strained, traumatized, and their functions permanently impaired. It was further stated that these injuries are permanent, consciously painful, progressive, and disfiguring. These injuries were reported to continue into the future.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 37752, serial#: (B)(4), product type: recharger; product ID: 37743, serial#: (B)(4), product type: programmer, patient. (B)(4).